Event description:
Information received by medtronic indicated that the insulin pump had a crack on back. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned insulin pump for alleged cosmetic damage located at the back of the insulin pump found on (B)(6) 2021. The insulin pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: battery tube threads - cracked, scratched case, cracked keypad overlay, cracked case (battery tube), pillowing keypad overlay, cracked retainer, and minor scratches on window. In summary, customers alleged cosmetic damage was confirmed at the back of the pump by visual inspection where a cracked battery tube was noted. Additionally, a damaged retainer ring was noted. Pump tested ok. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.